Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation of the device, high capture threshold was noted on the right atrial and left ventricular leads. Fluoroscopy revealed that the left ventricular lead dislodged, and the right atrial lead had no slack. The leads were replaced. The patient was stable. Related manufacturer report: 2017865-2020-00749.